Event description:
Please see MFR# 3004209178-2012-01046 for information previously reported regarding the patients urinary system. Information received on (B)(6) 2012 clarified that this device was for the urinary system. All further information will be filed under this reports MFR and not 3004209178-2012-01046 . It was clarified that this device was dead. Conflicting information was also reported. The patient stated that she could turn the stimulation up to the max and still not have urinary relief. Additional information was requested.

Manufacturer narrative:
Programmer model 7435, serial# (B)(4). Lead model 3889-28, lot# j0349006v, implanted: 2003-(B)(6), explanted: na. Lead model 3889-28, lot# j0348820v, implanted: 2003-(B)(6), explanted: na. Extension model 3095-10, serial# (B)(4), implanted: 2003-(B)(6), explanted: na. Extension model 3095-10, serial# (B)(4), implanted: 2003-(B)(6), explanted: na. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that in 2011, the patient came in contact with a (B)(6) radio, which triggered the device to turn up to max and caused her a lot of pain for three days. It was noted that when the device was triggered, it was very painful, the patient had twitching and jerking that went up one side, around her teeth, head, and then back down the other side. The patient also had buzzing around her heart, which sacred her and she turned the device off. It was noted that the patient had turned down stimulation, but could not turn it down. It was noted that the device was dead and the patient knew it was going dead because every once in a while the patient felt a buzz in her foot and it was in for a long time. The patient had left it at the setting as the same one she had at the hospital and it worked really well. The patient wanted to have the device removed and saw a doctor who told the patient that the doctor would remove the device, if the patient would get a pump, but the patient did not think she wanted to have a pump. It was noted that the patient was on methadone and percocet, had many illnesses including bad back, fibromyalgia, lupus, inter-cystitis, and many more, the patient hurts every day, and was concerned what the pump would cover.